Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while charging. The customer blood glucose (bg) level was "high"; value was not provided. No additional patient or event information was available.